Event description:
The customer alleges that resistance was felt during injection of the medical agent into the inserted catheter. The catheter was removed and a new catheter was inserted. No pt injury or delay in treatment.

Manufacturer narrative:
Qn# (B)(4). The device sample was not returned for eval at ths time of this report.